Manufacturer narrative:
(B) (4). The ge service rep fully cleaned the tube cooling system then lubricated the anod. The system operates as intended.

Event description:
The customer reported that the system did not xray. No patient injury was reported.